Event description:
It was reported that the patient died 8 months after device was implanted. The clinic reported that there was a carealert notification transmission but the after hours notification method was not setup. When the transmission was seen by the clinician they called the patient but were informed that the patient had passed away. The cause of death has been requested and not received. Follow up with clinic later revealed carelink check was done on patient night before and was fine. Nephew saw patient at around 9 pm. Patient died next morning sometime between 6 am and 930 am. The device was unable to capture at 5 v at 1ms - patient's heart would not respond. The clinic reported "the device did everything that it could."

Event description:
It was reported that the patient died 8 months after device was implanted. The clinic reported that there was a carealert notification transmission but the after hours notification method was not setup. When the transmission was seen by the clinician they called the patient but were informed that the patient had passed away. The cause of death has been requested and not received. Follow up with clinic later revealed carelink check was done on patient night before and was fine. Nephew saw patient at around 9pm. Patient died next morning sometime between 6am and 930am. The device was unable to capture at 5 v at 1ms - patient's heart would not respond. The clinic reported "the device did everything that it could."

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Additional information received indicated the carealert was related to a lead warning and out of range lead impedance.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the patient died 8 months after device was implanted. The clinic reported that there was a carealert notification transmission, but the after hours notification method was not setup. When the transmission was seen by the clinician they called the patient but were informed that the patient had passed away. The cause of death has been requested and not received.